Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) earlier than expected. It was further reported there were high thresholds on the right atrial (ra) lead. The ipg was removed and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.